Manufacturer narrative:
(B)(6). Subject device was returned for evaluation. The device was visually evaluated via twenty (20) magnification. The teeth of the device were observed to be in good condition. The actuator was bent due to excessive force. Instructions for use (IFU) state: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ a review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for the manufactured lot number on file. Per results of the investigation, the root cause was determined to be ¿user error¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an ankle arthroscopy procedure utilizing the micro grasper upbiter, it was reported that the surgeon intended to use the device to remove loose bodies that were present inside of the patient. It was reported that the subject device would not grasp and the jaws would not function. It was reported that a backup device was not available. It was reported that the surgeon completed the procedure and removed the loose bodies (human matter) with a shaver. (B)(4).